Event description:
No additional event information to report at this time.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual inspection of the shell shows some scuffing and the ceramic head has scuffing on the outside diameter. The liner shows damage to the scallops and circular markings on the outside diameter. The other liner has visible damage along with the locking feature damaged. Also this device shows circular markings on the outside diameter and a square indentation on the top of the outside diameter. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000896 ¿ g7 liner ¿ 6613772. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00774.

Event description:
It was reported that during a hip procedure, the surgeon was having difficulty getting the liner to seat in the shell. The surgeon kept hitting harder and finally was able to seat the liner. After the patient was closed and moved out of surgery, post op x-rays showed the liner was not properly seated and the patient had sustained a pelvic fracture. The patient underwent a revision surgery the same day where a new shell and liner were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.